Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level of 98 mg/dl with an active insulin of 27.6 units at the time of the call. The customer was advised to start carbohydrate intake to treat the low blood glucose. They were assisted with calling the emergency medical services. The emergency medical services took the customer to the hospital. The device will not be returned for analysis.